Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. We did a gfe (good faith effort) and got a response on (B)(6) 2022. According to additional information, the bending operation was not possible, but the bent shape naturally returned to a straight state, and the tip did not freeze and move. In addition, during the procedure, air was constantly supplied to the patient by the respirator, and the patient was not in a state of suffocation, but the scope remained in the airway for about 1 minute before changing to another scope. Had become it was confirmed that it could be safely removed from the body if it was removed with the angle free according to the IFU, and that there was actually no harm to the patient. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
While performing fiberoptic bronchoscopy and alveolar lavage on the patient, the physician found that the angulation control lever could not be rotated, resulting in triggering ineffective venting. Reported it to the device department for repair. No harm was caused to the patient. This event occurred at the time of during use.

Manufacturer narrative:
Evaluation summary: the doctor took the following actions after the scope got stuck. 1) apply anesthesia (5 ml lidocaine + 5 ml saline) to reduce airway spasm. 2) injecting a lubricant (parolin oil) into the body. 3) the doctor removed the scope when the distal end of the scope was naturally (almost) straightened by the body tissue and the injected lubricant. It took about one minute from the time the scope got stuck to the time the doctor removed it out. 4) the doctor finished the operation using another scope. The operation was extended about one minute longer, but there were no adverse events for the patient and the patient went home without any problems. The doctor reported that the angulation lever would not rotate, but when the repair center received the scope, the angulation lever turned smoothly, but the angle of the distal end could not be adjusted.when the scope was disassembled and investigated, it was found that the angulation wire was damaged and the stay coil fell off, and it made angulation malfunction.the angulation lever was replaced. The scope was repaired by third party and returned to the hospital.